Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D13379) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation and parity 3. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube cyst ("fallopian tube cyst") and uterine cyst ("endometrial canal cystic fluid"). The patient was treated with surgery (operative laparoscopy, right salpingectomy, d and c, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube cyst and uterine cyst outcome was unknown. The reporter considered fallopian tube cyst, pelvic pain and uterine cyst to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2015. Findings: showed 3 to 4 trailing coils on each side after appropriate essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: right fallopian tube: serosal congestion with hydatid cysts of morgagni, otherwise, unremarkable. The serosal surfaces have patchy, bluish-red, discolored areas. Cluster of fluid-filled cystic spaces is noted along the ampulla measuring up to 0.8 cm in greatest dimensions a shorter segment of tubular tissue appearing to be ischemic portion of the tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D13379) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation and parity 3. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube cyst ("fallopian tube cyst") and uterine cyst ("endometrial canal cystic fluid"). The patient was treated with surgery (operative laparoscopy, right salpingectomy, d and c, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube cyst and uterine cyst outcome was unknown. The reporter considered fallopian tube cyst, pelvic pain and uterine cyst to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2015. Findings: showed 3 to 4 trailing coils on each side after appropriate essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: right fallopian tube: serosal congestion with hydatid cysts of morgagni, otherwise, unremarkable. The serosal surfaces have patchy, bluish-red, discolored areas. Cluster of fluid-filled cystic spaces is noted along the ampulla measuring up to 0.8 cm in greatest dimensions a shorter segment of tubular tissue appearing to be ischemic portion of the tube. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.